Event description:
Additional information was received that this lead was surgically abandoned and replaced to the ongoing lead issue. In addition to the persistent impedance issue, inappropriate shocks and a drop in r wave amplitude were noted prior to the revision. A new lead was replaced with no additional adverse patient effects were reported.

Event description:
Boston scientific received information that over a year ago, fluctuating impedance levels were noted, however no measurements were noted to be out of range with no additional diagnostic issues, therefore the lead was left in service with no remedial action. However, recently at an additional routine follow-up, an acute drop in impedance was noted from over 1000 ohms to 280 ohms along with noise on the rv lead. An x-ray was performed with no obvious lea abnormality, however a lead replacement will likely take place in the near future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.